Manufacturer narrative:
The check of the manufacturing chart did not show any anomaly on a total of (B)(4) h-max s lateralized stems manufactured with lot# 201104068. First and only complaint reported on this lot#. We will send a final emdr once the evaluation will be concluded.

Event description:
Hip revision surgery due to stem subsidence and patient pain performed on (B)(6) 2018. According to the info reported, h-max s lateralized stem was heavily undersized during the primary surgery originally performed on (B)(6) 2014. During the revision surgery, a modulus stem dia.20 mm was implanted and surgeon was satisfied with the final stability. Event happened in (B)(6).